Manufacturer narrative:
(B)(4). Only event year known: 2020. Batch # unk. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
Cdh29a fired without staples forming b-shaped. May not have fired within one continuous stroke. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 09/14/2020. Additional information received: upon visual inspection of two photos, the following was observed: the first photo shows a detached anvil from top view, the washer can be seen indented and a donut. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. Before firing the device the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. The second photo shows some gauze on the table with body fluids. Based on the photos the event describe is confirmed, however no conclusion or root cause could be determined.